Event description:
It was reported that this pacemaker exhibited oversensing and noisy signals from electromagnetic interference (emi). The patient underwent a transcatheter aortic valve replacement (tavr) and boston scientific technical services (ts) discussed the episodes correlated to the procedure. Additionally, pacemaker mediated tachycardia (pmt) episodes were stored in the device. Ts discussed the rhythm appeared atrial or sinus driven. No adverse patient effects were reported. At this time, this device remains in service.